Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal and on the top of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged top of the seal remains unknown.

Event description:
A fluid leak was noted during an atrial flutter ablation in the ra. A tactiflex ablation catheter was put through a 13f agilis nxt sheath because an af ablation was planned in the la with farapulse (boston scientific). At the time of the complaint, the la was not accessed yet. Only work in the ra for a cti line for typical flutter had occurred. While ablating, the physician noticed fluid coming out of the back of the sheath. To resolve, the sheath was exchanged. The case went transeptal after exchanging and had no issues. The procedure was successfully completed with no adverse patient consequences.